Event description:
A customer observed atypical results on a pt sample processed on the 5,1 fs analyzer. No erroneous results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The customer manually programmed the samples tested on the analyzer. Review of the lab reports indicates that the original results had a manual dilution factor of 3 applied. During sample programming, the customer inadvertently pressed the number "3" instead of the enter key. The analyzer was opetating as designed and programmed. No instrument malfunction was identified. The cause of the event is user error.